Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an implantation period of estimated 47 months some ventricular oversensing was reported. The lead remains implanted and the implant date was not provided. No adverse patient side effects have been reported.